Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. The 510k: 1 unknown screws: matrixmandible/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a mandibular resection and reconstruction on a unknown day . On (B)(6) 2017, the patient was advised by his treating physician that device had failed. The patient had to have the unknown titanium mandibular reconstruction plate removed (date unknown). It was noted that the patient contracted a (B)(6) infection and was forced to endure multiply surgeries date unknown. This report is for 1 unknown screws: matrixmandible. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Ten (10) unknown matrix mandible screws were implanted with the plate the subsequently broke. There is no allegation of a complaint against these devices and there is no reported malfunction or adverse event caused or contributed to with these devices. The devices were not returned for investigation. However, an x-ray and images of the implants were provided, thus, these were reviewed with the following results. Investigation: picture investigation the provided x-ray and pictures show a plate and ten (10) screws. The plate displays a transverse break the screws all appear intact and no malfunctions were observed. The screw part numbers could not be definitively determined from the provided images. A device history record (DHR) review could not be completed as the lots are unknown. The complaint condition is unconfirmed as no issues were identified with the screws in the provided images. Based on the provided information, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed. The screw was removed intact and functioned as intended. The patient had reports of pain, which can be attributed to the broken plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.